Event description:
The patient experienced several alarms on his lvad controller when he connected to a/c power at his house (mobile power unit). The alarms included: low speed advisory, driveline fault, pump off. Switching back to battery power resolved the alarms. The patient was admitted to the hospital for troubleshooting and later underwent a driveline repair procedure, replacing the last 10 inches of the driveline, including the connector. The procedure went well and corrected the problems. The patient was admitted for five nights. The device company performed the repair.